Manufacturer narrative:
H6 - investigation conclusion - 19 is based upon evaluation of the photo provided; 4315 is based upon no sample received. This report is being submitted as follow up no. 1 to provide additional information to section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. One (1) photo of the complaint device was provided, and the hemostasis sheath and carrier tube were identified. The device was found to have been in used condition with visible signs of blood. The carrier tube was in the fully rear-locked position and had been fully removed from the hemostasis sheath. The anchor was intact at the distal tip. No damage or issues were identified. The complaint was confirmed for a potential non-deployment event. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device involved did not deploy. There was no reported impact on the patient. There was no intervention to prevent permanent injury. There was no life-threatening injury involving the angio-seal device. The procedure was completed successfully and there was no reported adverse event. There was no effect on the patient's condition of the event and outcomes. Additional information was received on 31oct2023: the cardiologist reported that he did not experience any issues with the dilator or sheath, other than it not deploying. Manual pressure and a fem-stop were applied.